Event description:
It was reported that a non-dependent patient presented in clinic for routine follow up. Upon device interrogation, the right ventricular lead exhibited noise and low impedance. The noise was reproducible with pocket manipulation and arm movements across the chest. The device was reprogrammed. The noise issue was not resolved. Noise was still noted on (B)(6) 2015 merlin.net transmission. The patient was asymptomatic during the noise events and would continue to be monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.